Manufacturer narrative:
Additional data: claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm, vticmo12.6, -14.0/3.0/086 (sphere/cylinder/axis) implantable collamr lens into the patients right eye (od) on (B)(6) 2018. On (B)(6) 2018 the lens was exchanged for a shorter length lens due to excessive vault. This exchanged resolved the problem.